Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It was determined that this report is a duplicate of 3007963827-2024-00344.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It was determined that this report is a duplicate of 3007963827-2024-00344.

Event description:
It was reported that the articular surface would not assemble mating tibia plate. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: tibia cemented stemmed catalog # 42532006401 lot # 66366497. G2: japan. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.